Event description:
It was reported that the cardiomems implant procedure was aborted due to the patient experiencing hemoptysis. While the cardiomems delivery system was being advanced the physician lost placement of the guidewire so all devices were removed. Upon readvancing the system a second time, wire position was again lost and it was at this time that the patient began coughing up blood. The procedure was aborted. The hemoptysis resolved without intervention. Repeat angiogram did not indicate any vessel perforation. The physician reported they believe the guidewire was the cause of the hemoptysis. The patient was admitted for monitoring and was discharged on (B)(6) 2025 without any further incidence of hemoptysis.

Manufacturer narrative:
The reported event was determined to be inconclusive. Due to the inability to reproduce advancement through the patient's specific anatomy, the event could not be reproduced and could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.